Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter fusiform abdominal aortic aneurysm. Another manufacturer¿s graft was used for the fem-fem procedure along with 3 stents. The proximal neck was 22 mm in diameter and distally it was 15 mm. The left iliac was 13 mm and the right was 10 mm in diameter. The right femoral artery was 9 mm and the left was 10 mm in diameter. There was mild tortuousity bilaterally. Right iliac stenosis was 50 % and left was 70 %. It was reported that the patient had arterial occlusion and the impression was the clotting started in the lower extremities and continuing into the pelvis. This required thrombectomy of the aorta, right iliac, the endurant stent grafts, the right femoral artery, the fem-fem bypass graft, angiography, placement of right common iliac artery stents, and placement of an iliac extension and the event was successfully resolved. The investigator assessed the event as not device related but procedure related. No additional clini cal sequelae were reported and the patient is fine. Please note that this model number eu2514105b is not approved in the united states; however, it is similar to the etuf2514c105e which is approved in the united states.

Manufacturer narrative:
(B)(4).